Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedances and thresholds, and the right ventricular (rv) lead exhibited high thresholds. The physician questioned whether the issue was possibly related to a device header issue. Reprogramming was performed to increase atrial outputs and change the rv lead to unipolar pacing. The leads and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.